Event description:
It was reported that (1) device was used during a laparoscopic nissen fundoplication. It was reported by the affiliate that when trying to remove blade from the handpiece, with the torque (blade) wrench, only the tip of the blade would loosen. The entire blade would not come off from the handpiece. Had to remove with pliers. There was an extended or time of 45 minutes.